Manufacturer narrative:
(B)(4). User facility listed initial reporter. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a hemorrhoidectomy procedure. The clamping was not suited to tissue. The stapling line was bad and the surgeon had to spend quite a long time to prevent weakened area through suturing. The patient was injured and is currently stable.